Event description:
Patient reportedly developed a skin irritation from the metal belt clip on the rs-tens plus stimulator and from the electrode pads. The metal clip reportedly left two holes or wound marks in the patient's skin. A (B) (6) developed in the wounds in the skin associated with the metal clip contact points. The patient was attended by a physician with antibiotics to treat the secondary infection. Patient reportedly still retained wound marks some 6 weeks (04/26) after the reported event date (3/14).

Manufacturer narrative:
The rs-tens plus device was tested on 04/07/2010 and functionally met all applicable quality assurance specifications. Rs tens plus belt clip is 304 (B) (4). Patient's physician concluded that patient was allergic to metal and to the electrode pad adhesive. Patient's physician is (B) (6). (B) (4).